Event description:
Patient's wife contacted members of depuy spine reporting that her husband had experienced breakage of an isola rod that was implanted 4-years before. Two years ago a revision was performed to remove some of the hardware (1/2 construct) that was protruding from under the pt's skin and causing pain. Recently the pt felt a sharp pain and an x-ray showed that the isola rod had fractured. The surgeon is reportedly not taking action, according to the contact because the rod is fused with the bone.